Event description:
An ophthalmic surgeon reported that the infusion sleeve was not sitting properly on the phacoemulsification tip and rubbed against the eye, stripping the descemet¿s membrane in several patients. Additional information was requested; however, none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The lot specific to this event is not known; therefore, lot history and device history reviews are not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been returned. (B)(4).